Manufacturer narrative:
Investigation completed on a smiths medical cadd legacy 6500 pump. Device arrived and visually inspected to have damaged rear housing damage. Event log did not report alarm. Evaluations and tests were done and event did not duplicate alarm, however rear housing damage is known to be broken and fractured. Actions taken to replace rear housing and device passed all functional and delivery testing. Unknown cause of event.

Event description:
Device analysis completed and report will be attached.

Event description:
Information was received indicating that this smiths medical cadd legacy pump exhibited alarm, but nothing appeared wrong with the pump. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.